Event description:
A medwatch report stated the patient's omnipod system went into manual mode during the night resulting in hypoglycemia. The patient was reportedly unaware the system had switched to manual mode and was delivering basal insulin based on their user basal rate settings instead of utilizing the automated smartadjust basal feature. The patient reported losing consciousness and requiring medical attention from ems (emergency medical services) to be "revived". Specific blood glucose levels and treatment provided for the hypoglycemia were not reported. Follow up for additional information is not possible, as the patient is unknown.

Manufacturer narrative:
The device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.